Event description:
Ous MDR - vf episodes were found in the device memory, as well as ventricular oversensing, which also displaced 6 months previously. Short r-r (150 ms) would indicate a lead issue. Progressive elevation of the vd pacing threshold was observed by physician, but there are also normal lead impedances.

Manufacturer narrative:
Follow-up information: biotronik was recently informed by distributor ((B)(4)) that the biotronik lead was not at all involved into the event. Therefore this incident is not associated with a biotronik medical device.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.